Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image displayed cannot be determined. The event can be prevented by following the instructions for use: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii bronchovideoscope exhibited no image. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Technical evaluation did not find any image problem, and the image issue reported by the customer could have appeared because of insufficient drying of the connector before use. Upon further evaluation of the returned device the following defects were found, connecting tube pinched, and biopsy channel pinched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.